Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the filter of the set is disconnected from the support plate. The reported condition was verified. The probable cause of the condition is due to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set c, a damaged support plate was noted which resulted in an external fluid leak. There was no patient involvement. No additional information is available.